Manufacturer narrative:
Continued h6 (health effect - impact code 4): f2203; a review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device photos were received. Visual analysis was performed using photographs of the device which identified rupture and crease/folding. The reported event of rupture was confirmed through analysis however it was not possible to determine the root cause. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Ultrasound has been carried out and identified lineal folds. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported implant rupture. Ultrasound has been carried out and identified lineal folds. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical damage. Crease folding of implant: no observed creases on the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.